Event description:
It was reported that the device had a primary audible alarm. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Confirmed complaint by reviewing the alarm history but could not duplicate. Pump passes all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.